Event description:
The customer from belgium reported that their contour xt meter was displaying the units of measurement accompanied with the blood glucose readings in mmol/l instead of mg/dl. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2, a3a and a4 as the customer's age, sex and weight were not provided. The customer did not provide the product details. Therefore, no information was captured in section d4 (model # and serial #), and device manufacture date (h4) could not be determined.